Event description:
It was reported that the patient experienced frequent low blood glucose episodes, with a noted pattern of glucose drops after dinner coinciding with a higher secondary cgm target activating, and the case was assigned for additional training regarding possible cgm target adjustment. Symptoms included hypoglycemia requiring treatment. Outcomes included urgent low glucose events. Investigation included review of glucose reports and case assessment for training needs. Investigation of this case revealed a pattern of postprandial glucose decline associated with cgm target switching, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.